Event description:
It was reported during a laparoscopic appendectomy excessive bleeding was encountered after using ez35b. The bleeding was controlled hemostatically with clips and post operative drainage of cyst has occurred two times since procedure.